Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Study event. Device malfunction: unable to recover rx accunet with recovery catheter #2. Time of malfunction: during the procedure. Time of symptoms/ae: during the procedure (recovery issue). It was reported that during the procedure, initial recovery catheter rc2 could not be advanced through the stent. It was replaced with a rc1 and was able to recover the device. No additional information available.